Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to the impedance calibration was not to specification. The device defib impedance was re-calibrated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.